Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: 1695, 1994, 2061, 3189 - surgical intervention, 3191 - mesh migration. Additional narrative: it was reported that the underwent a mesh removal with new implant on (B)(6) 2018 due to mesh migration, pain, scarring and extensive adhesions.